Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump keypad was observed to be peeling at the ok button; the keypad response was tested and found that the contrast button was intermittently responding but all other buttons responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that contamination was present under the keypad button contacts. This report is made based on the results of investigation completed on (B)(4) 2014.